Manufacturer narrative:
Retainer ring = black. Customer concern: the customer stated had sensor updating calibration not accepted and then the insulin pump went blank and just tried replacing the battery and now insulin pump wont turn on. Device perform visual inspection and found broken battery tube threads, cracked case behind the pump near the battery tube compartment and corroded battery tube. Test reservoir/pcap lock properly inside the reservoir tube. Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. Device was monitored and functioning properly. No unexpected blank display noted during testing. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Device history was download successfully and power management graph successfully generated. No unexpected power alarms or power anomalies on the event date. (B)(6) 2021 16:52:14.000 alarmalertnotification (B)(6) 2021 16:52:30.000 alarmalertcleared faultnumber = battery out limit(6) device communicated properly with the guardian 3 link and the glucose sensor simulator. The test value of 114 mg/dl was properly displayed on the pump sensor graph screen. No pump/sensor communication anomaly or calibration anomaly noted during testing. Device passed required testing. Blank display not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer concern: the customer stated had sensor updating calibration not accepted and then the insulin pump went blank and just tried replacing the battery and now insulin pump wont turn on. Device perform visual inspection and found broken battery tube threads, cracked case behind the insulin pump near the battery tube compartment and corroded battery tube. Test reservoir/pcap lock properly inside the reservoir tube. Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. Device was monitored and functioning properly. No unexpected blank display noted during testing. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Device history was download successfully and power management graph successfully generated. No unexpected power alarms or power anomalies on the event date. (B)(6) 2021 16:52:14.000 alarm alert notification (B)(6) 2021 16:52:30.000 alarm alert cleared fault number = battery out limit(6) device communicated properly with the guardian 3 link and the glucose sensor simulator. The test value of 114 mg/dl was properly displayed on the pump sensor graph screen. No pump/sensor communication anomaly or calibration anomaly noted during testing. Device passed required testing. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.